Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2013 reporting that there was an issue with bolus wizard not giving patient enough insulin. There is no additional information at the time of this report. There is no reported adverse event with this complaint. This report is made based on the allegation of the history settings issue.